Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-02665. It was reported that both the right ventricular and atrial leads exhibited noise, oversensing and an insulation anomaly. Both leads were capped (B)(6) 2020 and replaced. The patient was stable.